Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a compromised force sensor system the patient's blood glucose at the time of incident was 9.4 mmol/l, though the patient's current blood glucose was between 400 mg/dl and 450 mg/dl. Troubleshooting was initiated for the rewind and prime issue. The drive support cap was loose. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump gave a compromised force sensor system alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump passed the displacement, self test, and unexpected restart error tests. The pump also passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no off no power anomaly noted. The pump was received with a cracked reservoir tube lip, a cracked case near the display window corners, a cracked case on the display window, and minor scratches on the display window.